Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the connectors for the temporary pacing leads of the external pulse generator (epg) were broken and it was noted that the output connector assembly was broken. It was further noted that the hanger assembly was broken and that the battery drawer (lower case) stuck with one case screw contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors for the temporary pacing leads of the external pulse generator (epg) were broken. The epg has been returned for repair. There was no patient involvement. It was further reported that the connectors would not hold the cables to the temporary pacing leads securely.